Manufacturer narrative:
The reported complaint of "low coolant level" was resolved. During an onsite visit by a zoll representative, the representative refilled the coolant well with glycol to resolve the low coolant level and the console works fine. No service repair was needed as the console was found to function as intended. It was determined to be a user error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm system ((B)(4)) was displaying error message "low coolant level "; however, the coolant was found to be at the correct level. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.